Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not delivering insulin and the customer had to change the tubing three times. The blood glucose reading was 242 mg/dl in the morning and rose to 400 mg/dl. The customer treated her high blood glucose levels with a manual injection. She stated that she felt fine and drank a quart of water. It was found that the customer had not completely primed her tubing. She had not seen any drops the last time she primed. Upon troubleshooting, the customer discovered that she had the nighttime pattern for basal rates programmed instead of her daytime pattern. No leak was found. The device was able to perform the manual prime troubleshoot successfully. Confirmed at the end of the call that the customer felt fine and that her blood glucose reading had come down to 340 mg/dl. Nothing further reported.